Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons are not responding and the plastic around the reservoir has chipped off and not as secure. No further details are provided.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device received with no button response due to unlocked lcd keypad connector. Unable to verify rewind anomaly, unexpected low battery alarm, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.